Event description:
It was reported while the stimulation was turned on, the stimulator battery status light did not turn on. The pt experienced a loss of therapeutic effect. There was no known accident or incident related to this complaint. The pt was at home at the time of the report. The pt status was reported as "serious." The pt was directed to contact the physician. The pt lives 4 hours away from the physician. Additional info has been requested, but was not available as of the date of this report.